Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when advancing the thumb advancer, the cutter was on the outside of the sheath and would not split the sheath. It is unknown if the safety release was used to remove the device. Hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.